Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccurate placement of a screw. The construct was l4-s1 open. All screws were placed accurately except for l5 right side which was placed superiorly by the surgeon's fellow. The screw was deviated less than 3.5 mm. The patient was mounted via the bone mount bridge in the psis. The screw was extracted and replaced freehand. There was about a 15 minute delay to the procedure. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.